Event description:
Customer reported that the insulin pump's screen went blank during bolus. Customer replaced the battery and received a battery out limit. Customer also reported that the insulin pump was returning a weak battery message. Troubleshooting showed that the insulin pump's battery cap may need to be replaced. Blood glucose level was 600 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.